Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) undersensed an episode of ventricular fibrillation, which delayed therapy delivery for 20 seconds. The physician elected to change the sensitivity of the device from nominal to most. To date, there have been no reported patient symptoms associated with this clinical observation.